Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump had hardware low level failures error after the self test. The customer¿s blood glucose was unknown at the time of incident. The customer also state that the insulin pump also had a crack at the back from the rails of the belt clip across to the reservoir. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The device passed self test and displacement test. No unexpected pump error 63 alarms noted during testing however, pump error 63 alarm confirmed in the downloaded history file due to broken pin trace at on the keypad assembly. The pump was received with case cracked behind the pump at the corner of the belt clip rails and cracked battery tube threads.